Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported after wearing the pod between 24 and 36 hours on the back the patient noticed the site was irritated, burning, blistering and rashes appearing all over her chest, back, arms, and the leg. She had to go to the urgent care hospital where the doctor diagnosed her with contact dermatitis, they also advised her to take benadryl and hydrocortisone cream. The pod was removed before going the hospital and was discarded. She is current on multiple daily injections (mdi).